Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a photo investigation was completed: visual analysis of the video revealed that the reported the device was not totally fixed as it was observed in the comparison the surgeon made after tightening the reported device as well as the devices next to it. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product code: osh, mnh, kwq, kwp, nkb. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, while doing the final lock, after the derogation maneuver, the surgeon found that the rod was not tightly blocked into the uniplanar screw heads. This in comparison with the upper and lower poly axial screws with the fixation to the rod was very solid. With the uniplanar screws, one could clearly see an unexpected medio-lateral movement / degree of freedom despite an ad-hoc tightening with the torque handle. Procedure was completed successfully without any surgical delay. Concomitant device reported: unknown rod (part# unknown, lot# unknown, quantity unknown). Unknown torque handle (part# unknown, lot# unknown, quantity unknown). This report is for one (1) viper uni screw 5x35mm ti. This is report 2 of 2 for complaint (B)(4).